Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported as a general comment that the guide wire experienced resistance during use (difficult to advance / remove). Factors that may contribute to difficulty during advancement/removal include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, challenging anatomy, interaction with accessory devices, and/or damage to the guide wire. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
Per general comment, it was reported that the whisper es guidewire was felt to have resistance during advancement and removal during the procedure. There were no adverse patient effects reported and no clinically significant delay reported. No additional information was received.